Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced some ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes with occasional undersensing noted. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.